Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic has a large stutter scratch. We are unable to determine the root cause for the reported complaint - long scratch on the centre optic of iol. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Stutter scratche was observed to the iol. Stutter scratches typically result when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that a scratch mark approximately 5mm in length was noted on the center of the intraocular lens (iol). The lens was not used and the procedure was completed with a backup lens with no complications. Additional information was requested.